Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: (B)(6)2014 - the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6)2014 - patient was diagnosed with incarcerated incisional hernia with significant intraabdominal adhesions thereby underwent laparoscopic repair with implant of ventrio st (device #1). Per operative notes, "identified the hernia and it was reduced. A ventrio st mesh (device #1), placed gore-tex sutures, inserted it into the abdominal cavity." (B)(6)2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿encountered the mesh initially and the hernia was above the mesh. A ventralex st (device #2) was then placed with sutures.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of ventrio st, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.